Event description:
The customer called and reported that one of her sensors broke before insertion, attributing this to lack of training. Customer further stated she received a change sensor alarm after a few days, without any alarms before this. At the time of this report, customer stated she was receiving another alert to change the sensor with her current sensor. Customer was advised the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.